Event description:
It was reported that the device was found in pieces during testing conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was found in pieces during testing conducted at the user facility. No patient involvement or procedural delays were reported with this event.